Manufacturer narrative:
The reported causes of death were acute kidney failure and acute liver failure. The user was not using the ilet at the time of death, having discontinued therapy approximately two days earlier due to feeling unwell. Available engineering data revealed no evidence of device malfunction and were consistent with discontinuation of therapy before death. Although the reporter indicated that any possible contribution of insulin dosing was speculative, the manufacturer cannot completely exclude a device contribution based on the information currently available. Therefore, this death is reportable under 21 cfr 803.50. A supplemental MDR will be submitted if additional information becomes available.

Event description:
On 07-jun-2026, it was reported that on (B)(6) 2026 the end user died. The reported cause of death was acute kidney failure and acute liver failure. The outcome was death.